Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted at the abdomen on (B)(6) 2019. No product was provided for investigation. Problem could not be confirmed and probable cause cannot be determined.